Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a peritoneal dialysis catheter. The customer states the peritoneal catheter was implanted on (B)(6) 2012. The catheter migrated and was entangled in the fallopian tubes. A laparoscopic procedure was completed on (B)(6) 2012 to correct the location of the migrated catheter. Peritoneal dialysis treatment has continued.

Manufacturer narrative:
Submit date: 09/14/2012.